Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn:m365sc8336500 model:sc-8336-50 serial: (B)(6) batch:7072006. Product family: scs-paddle leads upn:m365sc8216500 model:sc-8216-50 serial: (B)(6) batch: 7070801. Product family: scs-lead fixation upn:m365sc43180 model:sc-4318 batch:25386335/26475588.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.